Event description:
It was reported by the patient that his device was emitting an alarm every four hours. The alarm was determined to be a lead integrity alert (lia) triggered due to the right ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).